Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. The customer¿s blood glucose at the time of the event was 538 mg/dl. It was unknown if the customer experienced any symptoms of high blood glucose value or not. The customer treated high blood glucose with manual injection. The auto mode was activated at the time of the event. The customer had been using the insulin pump within 48 hours of the event. Customer reported sensor glucose and blood glucose differences. Customer stated that the insulin delivery was not suspended due to the sensor glucose verses blood glucose event. Customer reported sensor glucose reading was 189 mg/dl. Customer reported difference between the sensor glucose and blood glucose as 349 mg/dl and outside the acceptable range. Customer stated that the sensor was not securely taped to the skin. No further patient complications were reported. Troubleshooting was successfully performed. The product will not be returned for analysis.